Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. The customer connected the pump to a power source to charge and the pump turned on. There was no reported impact to the customer's blood glucose level. Reportedly the customer continued to use the pump for insulin therapy. Troubleshooting could not be performed as tandem technical support was not contacted at the time of the reported issue.